Event description:
The account alleged the knee section will not rise. After manually raising the knee, the account plugged the bed in and the knee function ran down unintentionally.

Manufacturer narrative:
The account has replaced the logic and high voltage board but the issue remains. The account has not completed repairs.